Manufacturer narrative:
Other relevant device(s) are: product ID: bi31000171, (B)(4). Product ID: bi30000145, (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced standalone board with accompanying system control board. The imaging system then passed the system checkout and was found to be fully functional. The standalone board and the system control board have been received by the manufacturer, however analysis results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site acquired 2d images, but then went to take a 3d and it would not expose. They rebooted the system, but that did not resolve the issue. The site decided to switch to another imaging system to complete the case. The site later turned the system on the system the next day and was able to take a spin, however, when the manufacturer representative was on site to troubleshoot, she turned the system on but the image acquisition system (ias) was getting stuck in initializing please wait. The x-ray was also not booting up. Another re-boot did not resolve the issue. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
H3, h6) the returned stand alone board was analyzed. The reported issue was unable to be confirmed. The board passed a visual inspection and bench test. No failures were found. Fdm 10, fdr 213, fdc 4315 apply to this analysis result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 the part was returned and they were unable to confirm the issue. There was no fault found. H6 10,213 are associated with the return and testing of the control board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.